Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On august 30, 2006, the lay user/reporter, the patient's son, contacted lifescan (lfs) another country alleging the one touch surestep enhanced meter was giving inaccurately high readings. The technical service representative (tsr) contacted the patient to obtain and verify information; however, the patient refused to answer any further questions. On august 31, 2006, the tsr mailed a letter requesting the patient contact customer services. On an unspecified date, the patient obtained the blood glucose reading of 17.3 mmol/l (converts to 311 mg/dl) on the reported meter. The patient also obtained the blood glucose reading of 14.3 mmol/l (converts to 257 mg/dl) on her son's one touch ultra meter. Following the use of the meter, the patient administered self-care by taking insulin. The patient then experienced 'hypoglycemic' symptoms and passed out. It would have been helpful to determine the date and time of the meter readings and the onset of symptoms, her specific symptoms, if the patient's blood glucose level was tested while symptomatic, what meals and medications the patient had taken prior to this event, the patient's previous blood glucose readings, what type and dose of insulin was taken, if the patient received any treatment while symptomatic, if she received any emergency medical attention or treatment, her medication regimen, and her expected blood glucose readings. The tsr determined during the troubleshooting telephone call that the patient's testing technique was correct and the meter was programmed for the correct unit of measure. The tsr also determined during the call that the patient was incorrectly cleaning the puncture site prior to performing the fingerstick, which can lead to inaccurate readings. The meter, test strips and control solution were replaced. The patient took an insulin dose after obtaining an elevated meter reading, and then experienced symptoms and passed out. Further details about the patient's treatment following this event were not provided. Therefore, this complaint is being reported as an adverse event.